Manufacturer narrative:
H6. Code 4111: reminders were emailed to the corresponding author to provide additional information like serial number of the device involved in the occlusion, patient identifier, date of birth, age, weight, gender, name, date of implantation/reintervention, onset date of the event and intra- and postprocedural dicom angiography imaging series. H6. Code 3221: the corresponding author replied, that the requested information cannot be disclosed to gore because of privacy reasons. Intra- and postprocedural dicom angiography imaging series have not been disclosed to gore for evaluation. Therefore, an imaging evaluation could not be performed. With no additional information provided, gore is unable to perform further investigations of this event.

Manufacturer narrative:
The following literature was reviewed: prognostic risk factors for loss of patency after femoropopliteal bailout stenting with dual-component stent: results from the tigris italian multicenter registry maria antonella ruffino, marco fronda et al. La radiologia medica volume 126, pages11291137 (2021). Received: 30 june 2020. Accepted: 12 may 2021. Published online: 31 may 2021. Issue date: august 2021. Https://doi.org/10.1007/s11547-021-01373-5. Patient identifier remains unknown, therefore the gore case reference number was used. Patient age: mean age is 72 years. Patient gender: vast majority is male. Date the events occurred are unknown, so the date of publication of the article was used as date of event. (B)(4). Cbas¿ heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following literature was reviewed: prognostic risk factors for loss of patency after femoropopliteal bailout stenting with dual-component stent: results from the tigris italian multicenter registry maria antonella ruffino, marco fronda et al.la radiologia medica volume 126, pages11291137 (2021). Received: 30 june 2020. Accepted: 12 may 2021. Published online: 31 may 2021. Issue date: august 2021. Https://doi.org/10.1007/s11547-021-01373-5. The study was a prospective, multicenter, single-arm registry including 156 patients (106 male, 50 females, mean age 72) subjected, from february 2017 to december 2018, to provisional stenting with gore¿ tigris¿ vascular stent of the distal superficial femoral artery, with or without involvement of the popliteal artery, in 9 different centers. The treatments involved both de-novo lesions (stenosis/obstructions) and restenosis (> 70%), where plain balloon angioplasty has failed (i.e., elastic recoil, dissection, residual stenosis at the end of the procedure). 23 patients showed primary patency loss at one of the three follow up (fu) timepoints: 1 patient at 1 month. 17 patients at 6 months.5 patients at 12 months. In total 13 patients were treated after the fu diagnosis of primary patency loss: 8 patients underwent retreatment for restenosis. 5 patients with occlusion underwent revascularization after the 6-month fu.